Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call they had air bubbles. The blood glucose at the time of the incident was 378 mg/dl. Father states the customer has air bubbles in the reservoir at the end of the three days. The customer states the pump was not rewound with the reservoir in place. Father states customer is very active. Troubleshooting advised that jumping and disturbing the insulin can cause bubbles. The device will not be returned for analysis.